Event description:
The pt was reportedly implanted with a stratasis urethral sling on (B)(6) 2003, at (B)(6) , by dr (B)(6) . The pt and her attorney have alleged that as a result of this product being implanted in the pt, the pt has experienced pain, injury, and has undergone medical treatment. The following info was not provided by the complainant: specific info of the alleged injury; specific info regarding whether intervention was performed; specific info regarding why intervention was performed or what type / to what extent intervention was performed; specific correlation between device performance and alleged injury; current pt status.

Manufacturer narrative:
Conclusion: root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim included: a review of the claim allegations, and all other communication and investigation into this report/claim is being handled by our attorney. Based on the info provided by the complainant, details regarding a specific correlation between the stratasis urethral sling's performance and the alleged injury remain unk. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when add'l info is obtained a f/u MDR will be filed.

Manufacturer narrative:
Product catalog number unknown, product unspecified . Mfg date: product manufacture date unknown; lot number unknown. Update: the root cause of the patient¿s current complaints is inconclusive. Recurrent incontinence is a known potential outcome. The patient has now had two failed repairs of the stress urinary incontinence one with a sling and then one without a sling. As the patient had a procedure to repair the stress urinary incontinence after the placement of the sling, the patient¿s current incontinence status is not believed to be the result of the stratasis sling.

Event description:
The patient was reportedly implanted with a stratasis urethral sling on (B)(6) 2003, at (B)(6), by dr. The patient and her attorney have alleged that as a result of this product being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment. Update: on (B)(6) 2003, dr. (B)(6) implanted a stratasis sling for repair of the patient's stress urinary incontinence and bladder neck hypermobility. The patient did well with the exception of difficulty voiding post-op, for which the patient had a foley catheter for several weeks. Approximately six months post-op, the patient began experiencing urinary incontinence again. She was seen by dr. (B)(6) in 2011 for reports of heavy bleeding with periods, stress urinary incontinence with cough or running, libido issues, and difficulty reaching orgasm. An ultrasound discovered a questionable cyst and fibroids on her uterus. On (B)(6) 2012, dr. Performed a total abdominal hysterectomy, burch colposuspension, cystoscopy and repair of an incidental cystotomy. Although the patient's stress urinary incontinence seemed cured for several months, it did recur. The patient's vaginal pain and dyspareunia did not resolve.